Event description:
Information was received from a healthcare provider via a company representative regarding a patient (foreign) who was receiving baclofen of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the healthcare provider contacted the company representative about a pump motor stall that occurred with a duration of approximately 35 minutes. As per the pump¿s log provided, a motor stall occurred on (B)(6) 2026 at 09:47, followed by a motor stall recovery the same day at 10:21. The patient did not have any underdosage symptoms. There was no magnetic resonance imaging (MRI). Since the patient was feeling fine, no immediate action was needed. The healthcare provider was to check on the pump at the next refill date.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 correction: the event description was corrected to include the concentration and dose rate of baclofen. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient (foreign) who was receiving baclofen with concentration 0.5 mg/ml at a dose rate of 0.15535 mg/day via an implantable pump. It was reported that the healthcare provider contacted the company representative about a pump motor stall that occurred with a duration of approximately 35 minutes. As per the pump¿s log provided, a motor stall occurred on 2026-apr-13 at 09:47, followed by a motor stall recovery the same day at 10:21. The patient did not have any underdosage symptoms. There was no magnetic resonance imaging (MRI). Since the patient was feeling fine, no immediate action was needed. The healthcare provider was to check on the pump at the next refill date.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the patient's gender and medical history was not disclosed for reasons of confidentiality. The implant date of the pump was unknown and it was indicated the physician would be asked. The cause of the motor stall had not been determined. The name of the hcp associated with the event was provided. Additional information received from the logs attached indicated that service code 529 -pump motor has stopped and resumed operation. Logs retrieved on 2026-apr-14 at 12:44 showed the following: on 2026-apr-13 at 10:21 code 1a - lifting the pump motor stop was seen. On 2026-apr-12 at 09:47 code 03 - critical alarm - engine stop of the pump occurred was seen.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.